Event description:
Information received from the field notes that interrogation revealed dashes for several parameters. The measured battery voltage was 2.6 v. The patient was pacemaker dependent. A subsequent interrogation a few days later revealed normal measurements with no dashes. The battery voltage was 2.46 v. The device was replaced.